Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with herniated nucleus pulposus, spinal stenosis, degenerative disc and joint disease, gait disturbance, scoliosis, radiculopathy l4,l5, s1 lumbar spine and myelopathy lumbar spine. On (B)(6) 2009, patient underwent a spinal fusion surgery using rhbmp-2/acs, sextant screws and capstone cage. It was reported that patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Event description:
It was reported that on: (B)(6) 2009 the patient presented with the following pre-op diagnosis: herniated nucleus pulposus; spinal stenosis; foraminal stenosis; degenerative disk and joint disease; gait disturbance; spinal curve/scoliosis; radiculopathy l4, l5, s1 lumbar spine; myelopathy lumbar spine. The patient underwent: lntraoperatlve biplane fluoroscopy; right-sided transforaminal posterior interbody fusion l4-5, l5-s1; pedicle instrumentation l4, l5, s1 bilateral; cage instrumentation l4-5, l5-s1; left transpedicular neural decompression s1; transverse process posterior fusion l4, l5, s1. As per op notes, a mixture of bone graft and bone morphogenic protein, and locally harvested cancellous autologous bone was packed in the anterior aspect of the disk space at l4-5 and l5-s1. The patient returned to the recovery room awake, alert and neurovascularly intact.